Event description:
She was trying to prime her infusion set when insulin started pouring out of the new tubing instead of dripping. During this priming process, the device almost primed an entire new cartridge of insulin. No physiological effects.